Manufacturer narrative:
The reported field event of extended charge time was confirmed after reviewing the high voltage charge log. The high voltage capacitors were analyzed by their manufacturer and an internal anomaly was found inside one of the capacitors that was the cause of the extended charging associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014.

Event description:
It was reported, that a charge time-out was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable. And there were no adverse consequences.